Manufacturer narrative:
(B)(4). Batch # p93k1y. Investigation summary : the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stopping activating and displaying an alert screen is blade damage. However, the device was functional when the max or min hand activation buttons were pressed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase damage severity and can result in alert screens, such as ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a high anterior resection procedure, the generator gave error to remove from patient and reactivate. The generator then said to replace instrument. They unplugged and plugged in instrument 3 times, and each time when testing outside the patient, it gave the same replace instrument error. Replaced instrument after 3 attempts and there was no adverse event for patient. There was a 3 minute delay to procedure.